Manufacturer narrative:
This report is submitted on december 22, 2023.

Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (1.5 tesla). However, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to replace the magnet was completed under general anaesthetic on (b)(3) 2023. The implanted device remains.